Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: " differences in energy expenditure for conventional and femtosecond-assisted cataract surgery using 2 different phacoemulsification systems" (j cataract refract surg 2017; 43:16¿21). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature study revealed that a patient experienced posterior capsule rupture after cataract surgery. Current condition of patient is unknown. No further follow up will be conducted. Postoperatively, all patients received the same treatment regimen consisting of a combination of antibiotic, steroid, and non-steroidal anti inflammatory drug drops. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The clinical evaluation has been reviewed by the manufacturing site. The evaluation did not indicate if the device contributed to or could have contributed to the reported event. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: 2025-37980 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.